Manufacturer narrative:
(B)(4) - initial MDR for device evaluation. Reportable event found during testing of the device. One tray sample and photo received by our quality team for investigation. Through visual inspection, it can be observed the plastic tray is discolored and damaged with a crack in the middle of the container. A device history review was performed for the reported lot 2301049 no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. This incident can be produced during thermo-forming of the film for the tray of the product. If the film is exposed to high temperature more time than required, film can be damaged causing the visual defects noticed in the samples provided by customer. Sterilization process investigation will be initiated to verify if it may affect the aspect of the tray. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
20 ml syringe container where the primary package is open around the bulk syringe while the secondary package is still closed. Sample available: yes, stands separately for collection if required. Injury: no, syringes have not been used. Can we verify, is it the out case/carton that was open? Do they have a photo that displays the issue? Follow up-1 mail sent on 05-feb-2024 (B)(6). Customer replied on 06-feb-2024 (B)(6). The outer box containing the packages with syringes was closed, otherwise the box would not be received. It is the case that the bag containing the 25 separate syringes is open, but the second package around that bag is closed. I can't take a picture anymore because I've already closed the shipping box.